Event description:
In 2008 and in 2012, I received a depuy pinnacle, metal on metal, hip replacement in my right and left hip. As of (B)(6) 2012, I began having symptoms of fatigue, nausea and vomiting that put me in the hospital three times, admitted for ten days in (B)(6) 2012, emergency room visit for symptoms around on (B)(6) 2012 and as of recently admitted for five days in (B)(6) 2013. Once I begin to vomit the providers can't stop it and I end up in the hospital on i.v's to keep me from getting sicker. My primary care provider, dr (B)(6) did almost every test possible to find out what the cause was. In (B)(6) 2013, dr ran blood test on my chromium and cobalt levels, to which the test result showed positive that the levels are elevated above what they should be. It was at this time that dr (B)(6) has advised I seek an orthopedic surgeon to begin the process of getting my metal on metal hip re-replaced. I spoke with the dr about my desires not to have another depuy metal on metal hip put into me for a second time and I was told I would be receiving a stryker hip. As it turns out I received a depuy hip and I can only guess it is because four days prior to my surgery, stryker recalled their metal on metal hip as well. Now I fear my symptoms are going to get even worse since I now have two of these bad medical devices in me. These metal on metal hips cause poisoning and need to be recalled. Depuy needs to be held responsible to get this defective medical device off of the market and out of all of the innocent pt that received them. Women are at a 30% higher risk of the metal poisoning, and it baffles me why my surgeon chose to put another bad hip in me in 2012 especially after all evidence that are out there on these hips causing illness. The vomiting is affecting the health of my teeth, my throat, my esophagus as well as many other issues I am unaware of.